Event description:
It was reported that this right atrial (ra) lead was cut upon removal. This ra lead was explanted, replaced with different model and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.